Event description:
Customer reports lancet is protruding through the cap while using the softclix plus system. Customer reports lancet won't retract after firing. No adverse event reported. A request was made for the return of the suspect product and a replacement was sent.